Event description:
On (B) (6) 2008, the patient reported the cartridge plunger remained attached to the piston rod of his insulin infusion device. This resulted in a full cartridge of insulin spilling into the cartridge chamber. The patient stated she noticed air bubbles in the cartridge after inserting the cartridge into the device and, when she pulled the cartridge out to eliminate the bubbles, the plunger remained attached to the piston rod. She stated she did not attach the adapter and tubing to the cartridge prior to inserting it. She was advised to do so. The patient was assisted in removing the plunger from the piston rod. The patient was advised to switch to her backup infusion device and was assisted in successfully setting it up. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.